Manufacturer narrative:
An event of thrombus on the disc of amulet at six weeks follow-up was reported. It was not known if treatment was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 04 dec. 2023, a 25mm amplatzer amulet was implanted in a patient. Thrombus was identified on the disk of an amulet device at 6 weeks follow-up. The patient reported feeling fine. It is unknown if treatment was provided. The patient is stable.